Manufacturer narrative:
Return of the device is anticipated. A supplemental report will be submitted when the investigation is complete. Csi ID: (B)(4).

Event description:
Following three low-speed treatments of a highly tortuous, 99% stenosed, heavily calcified lesion in the left main (lm) artery/circumflex (cx) artery via antegrade femoral access, the crown of the diamondback 360 coronary orbital atherectomy device (oad) was observed to be fractured and detached from the driveshaft under fluoroscopy. The detached crown was successfully snared. Balloon angioplasty, stent placement and post dilation were completed with no further complications. The patient was stable.

Manufacturer narrative:
The oad was returned to csi with the oad distal fractured section engaged on the guide wire. The oad driveshaft is fractured at the proximal side of the crown. No other damage was observed that could have contributed to the reported complaint. The oad functioned as designed when evaluated. Scanning electron microscope analysis identified fatigue striations at the site of the driveshaft fracture. As driveshaft flexing at the weld location can initiate a fatigue failure, it is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. The exact root cause of the driveshaft fracture is undetermined. Review of the device data log did not identify any events that could be related to the reported complaint. The diamondback 360 coronary orbital atherectomy device instructions for use (IFU) states: "performing treatment in excessively tortuous or angulated vessels or bifurcations may result in vessel damage or device failure requiring retrieval. Never use force to advance the spinning crown as vessel perforation may occur. If any resistance to crown travel is felt, reposition the crown away from the lesion, immediately stop treatment, and use fluoroscopy to assess the vessel for any complications." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).